Manufacturer narrative:
Correction: d4: catalog number. - information was available when our initial report was sent, but inadvertently not included in our initial report. Investigation ¿ evaluation: as reported, during a scheduled hysterectomy, the blue stopcock of a 'bakri postpartum balloon (without rapid installation components)' was found in the patient's cervix. The patient was treated for postpartum hemorrhage following a cesarean section delivery in 2014. It was reported that no difficulties were documented when placing or inflating the balloon. The device was indwelling ~12 hours. Hemostasis was successfully achieved with the balloon. Over the years, the patient reported pelvic pain and irregular menstrual bleeding; it is unknown if the retained device part was a contributing factor. The patient successfully recovered from the hysterectomy. Reviews of the instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned for evaluation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of the customer testimony and relevant manufacturing documents did not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: instructions: "transabdominal placement, post-cesarean section": "1. Determine uterine volume by direct examination." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." Note: ensure that all product components are intact¿¿ how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the stopcock separation event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a scheduled hysterectomy, the blue stopcock of a 'bakri postpartum balloon (without rapid installation components)' was found in the patient's cervix. The patient was treated for postpartum hemorrhage following a cesarean section delivery in 2014. It was reported that no difficulties were documented when placing or inflating the balloon. The device was indwelling 12 hours. Hemostasis was successfully achieved with the balloon. Over the years, the patient reported pelvic pain and irregular menstrual bleeding; it is unknown if the retained device part was a contributing factor. The patient successfully recovered from the hysterectomy.

Manufacturer narrative:
D2a: common device name = the rpn is unknown, however, all 'bakri tamponade balloon catheter' have a 'product code' of 'oqy intrauterine balloon' e3: customer occupation = perinatal safety nurse g4: PMA/510(k) number = unknown rpn. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.